Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded. The device history record for this oad lot number was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, there was no flow below the tibial-peroneal trunk (tpt). There were multiple focal lesions located in the superficial femoral artery (sfa), popliteal artery and tpt. The lesion in the tpt was greater than 80% stenotic and was unable to be wired using a crossing wire. The physician used a csi orbital atherectomy device (oad) and completed ten runs to treat multiple lesions proximal to the tpt. The physician followed up atherectomy with balloon angioplasty. Post-angioplasty angiography revealed no reflow in the distal vessels. Multiple attempts were made with an angiojet catheter and pronto catheter to remove the particulate, but were unsuccessful. The patient was taken to surgery and underwent an endarterectomy to remove the remaining particulate.